Event description:
During a procedure, the device failed to cut or coag and even after replacing the device the same results persisted. Doctor switched to traditional electrocautery.

Manufacturer narrative:
(B)(4). Eva, method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.